Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window; the output area appears depressed. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 177,915 joules while using the surgical fiber during a prostate procedure, the system began entering into standby mode. Time expended:32:38 minutes. The fiber was replaced and the procedure was completed using a second fiber. There was no patient injury reported.